Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis; further described as an abdominal infection. The cause of the peritonitis was not reported. On unreported dates, the patient was hospitalized for the event. The patient was treated with an unspecified intraperitoneal anti-inflammatory drug for the event (no further details). At the time of this report, the patient was not recovered and dianeal therapy was ongoing. No additional information is available.